Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advanced through the endoscope and the clip exited the outer sheath. At this time, the clip detached in the open position. The clip was retreived from the patient's colon with a retrieval net. The patient was reported to be in stable condition.